Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus not delivered alert. Customer's blood glucose level was 166 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that alarm occurred every time. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.